Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2011. There are no plans to reimplant as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).